Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removal from the package, the faradrive sheath was flushed with heparinized saline forwards, so fluid came out of the distal tip. The distal tip was then submerged in a sterile saline solution and the standard aspiration method was used to validate the integrity of the hemostasis valve. During aspiration, air was seen even though the distal tip of the sheath was in the saline solution. This was checked multiple times, but air continued to form. The dilator was not inserted into the faradrive sheath at the time of the event. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removal from the package, the faradrive sheath was flushed with heparinized saline forwards, so fluid came out of the distal tip. The distal tip was then submerged in a sterile saline solution and the standard aspiration method was used to validate the integrity of the hemostasis valve. During aspiration, air was seen even though the distal tip of the sheath was in the saline solution. This was checked multiple times, but air continued to form. The dilator was not inserted into the faradrive sheath at the time of the event. The sheath was replaced, and the procedure was completed without patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.